Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that stimulation ¿turning off¿ with changed position didn't "seem to be an issue anymore¿ as the patient ¿didn¿t mention it.¿ it was noted no other interventions were needed. It was further noted impedances were ¿all fine.¿

Event description:
It was reported that the patient experienced positional related changes in stimulation when in a recliner. The reporter indicated that the patient's healthcare provider (hcp) had attempted reprogramming multiple times but stimulation just 'cut-off' with positional changes while reclining. To compensate for this, the patient reportedly sat upright all the time. The reporter stated that the patient 'had just gotten used to it and that's just the way it was.' It was noted that the patient had not been reprogrammed recently but did use her "remote" from time to time to change settings. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported, the patient had adaptive stim on 24 hours a day.

Manufacturer narrative:
(B)(4).